Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Additionally, physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. The event can be detected by following the instructions for use (IFU) which state: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue regarding the loose connection was confirmed. In addition to the reportable malfunction mentioned in b5, it was observed, due to wear of the lock engagement (fe) lever, up/down (u/d) knob could not be locked securely, the suction cylinder had discoloration, due to deformation of the electrical connector guide pin, water tightness was lost, due to damage on the ultrasonic probe, the number of missing element exceeded the standard value, the distal end was shaved, due to wear of knob-wire (k-wire), forceps did not rise up at all, due to wear of the angle wire, bending angle in the up direction did not meet the standard value, and the light guide (lg) lens was dirty. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the extra rinse connection of the evis exera ii ultrasound gastrovideoscope was loose and leaking. Upon inspection of the customer¿s returned device it was observed, gap was noted between acoustic lens and ultrasound probe, the acoustic lens was peeled, due to damage on the acoustic lens, the displayed ultrasound image was defective, and the distal end had foreign material or stain. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.